Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device logs were reviewed and recorded defib self-test failure, defib failure, defib/pacer self-test failure, defib charge failure, and defib charging error messages. The device underwent full functional testing using test accessories and passed all tests. An internal inspection of the device revealed no discrepancies. Based on the errors observed in the logs, the pbp board was replaced as precaution. As a result, the investigation is closed as observed in device data. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.